Manufacturer narrative:
Conclusion: exposure of mesh can occur for a variety of reasons, such as inadequate mucosal closure, athrophic vaginal skin or post operative trauma. These sometimes close with time and estrogen therapy. Add'l lot# c000093.

Event description:
Doctor implanted the mesh in 2006 and it was noted later that year at the post procedure pt check up, that part of the material eroded through the vaginal wall. Distributor was made aware of this, and they notified proxy biomedical on 25th october 2006.